Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there was a delay in order transmission from cerner to pyxis. The technical support specialist confirmed that orders were crossing in real time with no messages queued. Health sight viewer did not display any critical notices related to delayed orders or patient data, and the server downtime query showed that xml data was transmitting in real time. Verification with the customer was needed to confirm if the issue was still ongoing. As the customer paid time off, ownership of the case was taken over. The customer later confirmed via email that the case could be closed, and it was subsequently closed. The system functioned as intended after the technical support specialist trouble shot the device.

Event description:
It was reported that when using the bd pyxis¿ es server order delay from célèbre to pyxis and there were approximately 8,000 messages in the queue. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.